Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after successfully registering using tracing with index accuracy about 2-2.5mm, the surgeon went to check the accuracy using the straight suction, and did not approve of the accuracy and delay of navigation compared to the movement of the instrument. The surgeon performed additional registration for 3-4 times with reported same accuracy index then aborted navigation. The inaccuracy was noted to be in all directions. The registration method was tracer. The event occurred immediately prior to navigation. The inaccuracy was detected on the straight suction. The surgeon only tested with one instrument before aborting navigation, and the geometry error of the instrument was 0.6. The surgery was performed un-navigated. The patient reference frame relative to the patient and relative to the localizer was in the middle. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) this file was identified as a duplicate of an event that was already reported. The initial report of this event was captured under regulatory report #: 1723170-2024-03440 and further information, when received, will be processed in that report number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.